Manufacturer narrative:
(B)(4). Event description: therefore this finding has been reassessed as a reportable event since the catheter integrity is not maintained and there is a potential risk to the patient. The awareness date for this record is july 21, 2015 because that is when the rupture was discovered. Upon receipt, the catheter was visually inspected and it was found that the catheter was bent 1 cm from the tip. A protrusion was also noticed below the electrode #3. After further examination it was discovered that it was a rupture. No detached material was found however the rupture compromised the integrity of the catheter. No internal components were exposed. Scanning electron microscope (sem) analysis was performed to the rupture. Results show clear evidence of mechanical damage on electrode #4 that resulted in scratches and abrasion marks. Moreover, the peek housing material presents evidence of lifting and elongations at the ruptured area that suggests that this section was piled up to the interaction with an unknown object. Considering that the unknown object which caused the mechanical damage electrode #4 caused damages on peek housing material as well. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been confirmed.

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool sf nav catheter and a bent tip occurred. The catheter was bent at the tip after it was inserted into the patient's body and before mapping and ablating. The catheter was replaced and the case was completed successfully with no patient consequence. Upon request additional information was received on the event. The bend was considered a minor bend with no exposed wires. There was no difficulty in removing the catheter. This event was originally assessed as not reportable since the integrity of the catheter is as designed and there is no malfunction of the device. In addition, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On june 18th 2015, during the visual inspection, the failure analysis laboratory discovered that the catheter is bent 1 cm from the tip, there is a slight protrusion with no internal wires seen and rings #3 and #4 are bent or squashed. Upon request additional information was received on the returned catheter condition. These damages were never noticed during or after the procedure, by either the physician or bwi representative. The staff does not recall seeing this issue when they boxed up the catheter, but they usually do not check the products before their return. This finding was also assessed as not reportable as the catheter integrity is intact and the rings are not sharp therefore the potential risk that it could cause a serious injury or death is remote. On july 21, 2015, after a closer analysis of the returned catheter, it was discovered that there was actually a rupture in the peek housing in the area which was thought to have been a protrusion during the first visual inspection.